Manufacturer narrative:
On 2-dec-2020, mentor received additional information regarding the patient's symptoms. The patient experienced bilateral capsular contracture. On 7-dec-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the revision surgery. The patient is scheduled to undergo explantation on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, lymphadenopathy, capsular contracture h6 patient code 3191: medical device removal. On (B)(6) 2020, mentor received additional information regarding the replacement devices. The replacement devices are two 170cc mentor smooth round high profile prostheses (catalog #: 3503170, left serial #: (B)(6), and right serial #:(B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-dec-2020, the investigation on the suspected medical device was completed. H.6. Investigation findings c22 : cosmetic. Investigation summary: during visual evaluation of the device, an anomaly was observed on the posterior view, consistent with a crease/fold. Leak testing was performed in accordance with the mentor procedures, and no leak sites were detected. After a thorough analysis, mentor was unable to confirm the reported rupture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, mentor was unable to confirm the presence of, or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a revision breast augmentation with a 200cc mentor memorygel breast implant and experienced right-sided rupture, grade IV capsular contracture, and lymphadenopathy postoperatively. The patient is experiencing discomfort and breast on her right breast. In addition, the patient feels a ball-like presence under her right armpit. The patient had a consultation with a healthcare professional on (B)(6) 2020. Ultrasound and mammogram performed on (B)(6) 2020 indicated free silicone on the right side, and MRI performed on (B)(6) 2020 indicated right-sided rupture. The diagnosis was confirmed by a healthcare professional. As a result, the patient is planning to undergo removal without replacement. However, at the time of this report, mentor has received no information regarding an expected explantation date.